Event description:
It was reported that since the recent implant of two epicardial right ventricle (rv) leads the impedances on the high voltage coils have been low. Now an alert for low impedance on the rv coil was triggered. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6721m-50 implantable tachy lead, (B)(6) 2013; 4968 x 2 implantable pacing leads: (B)(6)2013; ddbb1d1 implantable cardioverter defibrillator: (B)(6) 2013. (B)(4).